Event description:
It was reported to philips that this mrx battery had intermittent connection issues.

Manufacturer narrative:
It was reported to philips that this mrx battery had intermittent connection issues. The battery was evaluated at philips and determined that the battery had failed. The battery was replaced by the customer which resolved the issue.